Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient experienced ipg site tenderness and was treated with medication. This was determined to be related to the procedure and the device.